Manufacturer narrative:
Evaluation summary: this device has been repaired. The lcb replaced.

Event description:
The lcb is broken. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Ec-3890li-us is available in the USA with a 510k number k131855.